Event description:
The pump reportedly did not power on after inserting a battery. The distributor did not provide any further troubleshooting details. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that the pump was last used on (B)(6) 2011; the reported event date is (B)(6) 2011. There were no power issues observed in the pump history. The pump powers on normally to the verification screen with functional auditory and vibratory alarms. There was no damage found to the battery compartment or cap; the battery cap tightens securely to the pump. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.